Manufacturer narrative:
It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events. With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the stroke is the patient's complex medical history, comorbidities and subtherapeutic inr. The root cause of the reported event cannot be conclusively determined however, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Device remains implanted.

Event description:
A report was received that this patient presented to the hospital on (B)(6) 2017 with dizziness and confusion. The patient's international normalized ratio (inr) was subtherapeutic. The family doctor had advised the patient to stop taking coumadin for a few days due to inr of 4.0. Computed tomography (CT) scan revealed an ischemic cerebrovascular accident (cva). The patient was bridged to intravenous (IV) heparin and intubated. It was last reported that the patient remains unconscious and ventilated without any sedation in the intensive care unit (ICU).